Manufacturer narrative:
The user reported receiving frequent glucose suspend alerts. Based on escalation analysis, a sensor replacement was approved due to system performance and a sensor RMA issued for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. Investigation of the physical device was not possible as it was not returned. However, review of the sensor in-vivo data showed a decline in signal consistent with oxidation of the glucose-indicating component within the sensor hydrogel. As part of the resolution, the user was provided with a replacement sensor.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.